Event description:
The customer reported that the system was beeping like it was delivering fluoroscopy even though it was not. The customer was describing a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was tested and found to be working as intended and put back into service.